Manufacturer narrative:
Investigation summary: review of the submitted system controller log files confirmed the reported low flow alarms and also revealed transient elevations in pump power; however, a specific cause for the low flow events and elevations in pump power could not be determined through this evaluation. Two log files were submitted on 04jul2019, one from the patient¿s primary controller and one from the patient¿s backup controller after the patient performed the controller exchange. The log file downloaded from the patient¿s primary controller contained data from (B)(6) 2019 and showed that transient isolated low flow hazard alarms were captured on (B)(6) 2019. The system controller power cables were disconnected from external power at timestamp (B)(6) 2019 3:22:13 am and the driveline was flagged as disconnected shortly after at timestamp (B)(6) 2019 3:24:11 am, which is consistent with the report that a controller exchange was performed. The submitted log file downloaded from the patient¿s backup system controller showed that the driveline was connected to the controller at timestamp (B)(6) 2019 3:25:24 am. It should be noted that per the timestamp, the patient reconnected the driveline to the backup controller just over one minute after disconnecting it from the primary controller. The pump was not off for 8 minutes while the controller was being exchanged as the customer reported. It appeared that the customer was referring to the ~8.5 minutes of data recorded at the end of the log file downloaded from the primary controller between time the driveline was disconnected at timestamp (B)(6) 2019 3:24:11 am to the time when the controller stopped recording data at timestamp (B)(6) 2019 3:32:51 am. The submitted log file data showed that a few additional transient low flow hazard alarms were scattered throughout (B)(6) 2019. All of the low flow alarms in the submitted log files were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. In addition, a few unsustained isolated elevations in pump power above the baseline of about 4-5 watts were scattered throughout (B)(6) 2019, peaking at 11.5 watts. The elevations in pump power correlated with elevations in estimated flow peaking at 11.8 lpm. All of the elevations in pump power were associated with pi events. The low flow events and elevated pump power values were not associated with any interruptions in pump function. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 9 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had a controller exchange due to low flow alarms. Low voltage and low flow alarms were noted on the controller. During the controller exchange, the pump was off for a total of 8 minutes. Log file analysis captured the low flow events on (B)(6) 2019 and (B)(6) 2019. No additional information was provided.